Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while running a functional test on the arctic sun device when returned from service, some metallic debris was discovered in the shunt tube. Biomed responded to their email stating it was unlikely that the debris posed any threat to the operation of the device or the patient safety as the pads have filters. Also, the diameter of the flowpath of the valve was quite small and it's unlikely it would have been passed through that. It's much more likely that the debris was already inside the tube when the user connected it.

Event description:
It was reported that while running a functional test on the arctic sun device when returned from service, some metallic debris was discovered in the shunt tube. Biomed responded to their email stating it was unlikely that the debris posed any threat to the operation of the device or the patient safety as the pads have filters. Also, the diameter of the flowpath of the valve was quite small and it's unlikely it would have been passed through that. It's much more likely that the debris was already inside the tube when the user connected it.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is inadequate maintenance of the device. However, this cannot be confirmed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visual inspection and return to use 1) after cleaning and disinfecting the device per the instruction provided, examine the device for cleanliness. If visible soil remains, repeat manual cleaning instructions. 2) inspect cables and hoses for signs of damage. 3) inspect external shell for discoloration or cracking. 4) inspect labels for legibility. 5) do not use the device if it has failed visual inspection for soil after multiple cleaning attempts, or if there is visible damage. Contact bd customer support for additional recommendations. 6) store the device in a dry and clean environment when not in use. Note: the device has been validated for exterior surface cleaning and disinfection per the instructions provided. Any deviation from the recommended parameters must be validated by the user. Interior surfaces of the device (including deep crevices) are not addressed as part of this cleaning and disinfection protocol. To prevent possible discoloration, do not use iodine-based solutions, such as betadine, on any part of the machine. For questions on device cleaning and disinfection of external surfaces contact bd customer support. X. Maintenance and service routine maintenance and service should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal arctic sun cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information. Procedure interval clean and disinfect external surfaces after each use inspect connectors and cables 6 months clean the condenser 6 months replenish arctic sun cleaning solution 6 months inspect screen protector 6 months inspect fluid delivery line 6 months inspect manifold o-ring 6 months calibration every 2000 hours or 250 uses, whichever occurs first, as indicated by system display inspect connectors and cables inspect the patient temperature cable(s) and power cordfor integrity. Ensure temperature cables are properly strain relieved. Ensure power cord bracket is secure. Condenser a dirty chiller condenser will significantly reduce the cooling capacity of the control module. To clean the condenser, wipe the dust from the exterior grill using a soft cloth. Depending on the quality of your institution¿s air, periodically remove the back cover and vacuum or brush the condenser fins. At a minimum the condenser fins should be cleaned annually. Maintenance activities should be performed by qualified personnel. Device inspection ¿ periodically inspect the external areas of the device for damaged, loose or missing parts, and frayed or twisted power cords and cables. Discontinue using the device displaying one or more of the above conditions until the problem is corrected and has been verified to be operating correctly. Replenish internal solution contact customer service to order internal arctic sun cleaning solution. To replenish the internal arctic sun cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. Connect the fill tube. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the second liter of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.